Manufacturer narrative:
This device is not distributed in us. Pentax video colonoscope model ec38-i10f is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to an excessive force applied on the ift. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Insertion tube completely loosened.